Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The iabp is presently being evaluated, and further information will be provided upon completion of evaluation

Event description:
Customer reported that during operation of patient care the iabp switched off without emitting an alarm. The iabp was then switched on and off by the user via the on / off switch, and the therapy was then continued. It was reported that this incident was not observed directly, but was detected by an alarm at the monitor when the user was entering the patient's room. The iabp therapy was scheduled to be ended electively in the afternoon. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer evaluated the iabp and reported that after 3 weeks of endurance test, the customer's complaint could not be confirmed and the diagnostic fault logs did not show any abnormalities. The iapb passed all functional and safety tests and was returned to the customer for clinical service.

Event description:
Customer reported that during operation of patient care the iabp switched off without emitting an alarm. The iabp was then switched on and off by the user via the on / off switch, and the therapy was then continued. It was reported that this incident was not observed directly, but was detected by an alarm at the monitor when the user was entering the patient's room. The iabp therapy was scheduled to be ended electively in the afternoon. No adverse event was reported.